Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. Diagnostic testing was performed, and during this time a living insect from an unknown source was noticed emerging from within the handheld device. No further root cause analysis was conducted due to evidence of contamination by pests. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with issues with the power extension cable.

Event description:
This report is to advise of an event observed during analysis on 19apr2023 confirming exposed wires of the power extension cable.